Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; the pump began to vibrate an emit a sound after the pump was rebooted post call service alarm 088. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarmthere was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: review of the black box showed evidence of three cs-088- 0e100 alarms. On investigation, the pump powered on to the verify screen with audible and vibratory features functioning properly. The pump completed a 24 hour duration testing with no cs088 alarms, no unusual vibration and no unusual sounds duplicated. There was no evidence of internal moisture observed and no damage to the internal components or the printed circuit board. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the original complaint, the display screen has a pinkish contrast and the battery compartment is cracked on the side at the threads & below the bumper pad.